Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have electrical and fiberoptics defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure a repeated fault on universal surgical manipulator (usm) 2, restarted but the error returns. Logs were showing errors on usm 2. Technical support engineer (tse) recommended performing a hard reboot on the system. Caller performed 2 hard reboots and repositioned arm 2 but the error remains. Tse recommended swapping the patient side cart (psc) out with the other systems psc. Caller stated the other system is in use. Tse explained they could disable usm 2 and proceed with usm 1-3-4. Caller checked with the surgeon and the surgeon didn't want to proceed with 3 arms. The procedure was aborted with no patient involvement.